Event description:
Pt positioned supine on orthovision table, anesthetized and intubated. Upper body positioned in ia board attachment with arms extended on arm boards. Leg strap accross thighs securing pt. Knees at junction between orthovision table and ia board. Ia board broke at attachment point to orthovision table causing pt to slide head first to floor.